Event description:
It was reported that after predilation, an attempt was made to cross the pixel at the lesion; however, it was unsuccessful because of calcification that had formed in front of a stent that had been placed approx seven years ago. The pixel stent caught on the stent edge and the calcification. The decision was made to exchange all devices for new ones; however, during removal the stent dislodged from the stent delivery system. An attempt was made to locate the stent; but this was unsuccessful. The stent could not be found and remains in the pt.